Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 210 mg/dl back to back with a result of 80 mg/dl on the aviva system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she ate a snack to self-treat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips used were at school and no product will be returned for evaluation.